Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal trauma/pain'), abdominal operation ('abdominal surgeries') and ovarian cyst ('cyst/cyst of 10.5 cm/large cysts and multiple surgeries for cyst removal') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2006, cesarean section in 2003, cesarean section in 2002, pap smear abnormal, pelvic pain, back pain, headache and migraine. Previously administered products included for an unreported indication: cephalexin, flagyl [metronidazole hcl], tramadol, pneumococcal polysaccharide and influenza. Past adverse reactions to the above products included hypersensitivity with cephalexin, flagyl [metronidazole hcl] and tramadol. Family history included cervix carcinoma, diabetes, hypoglycemia, osteoporosis and ovarian cancer. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("blood clots were experienced along with hemorage/extreme bleeding and hemorrhage"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and cardiac disorder ("heart disorder"). On an unknown date, the patient experienced uterine cyst ("tumor / teratoma / cancer - type: cyst in uterus"), 3 years 4 months after insertion of essure. On an unknown date, the patient underwent abdominal operation (seriousness criterion medically significant) and experienced ovarian cyst (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (B)(6) 2012 hysterectomy/cystoscopy, hysterectomy with unilateral salpingo-oophorectomy, multiple abdominal surgeries to remove uterus and large cysts causing abdominal trauma/pain and ovarian cystectomy, left side, partial left oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, back pain, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved and the abdominal operation, ovarian cyst, dysmenorrhoea, cardiac disorder, psychological trauma and uterine cyst outcome was unknown. The reporter considered abdominal operation, abdominal pain, back pain, cardiac disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, psychological trauma, urinary tract infection, uterine cyst and vaginal haemorrhage to be related to essure. The reporter commented: as per mr: had left ovary and tube removed by doctor still has right ovary and tube would like to know if she still has the coil in tube on right side to doctor report found in media tab. She received treatment for bleeding- general abnormal bleeding, bladder/urinary problems: uti legacy device report num-2951250-2019-05530-medwatch 3500a MFR number diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) conducted showed bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: ovarian cyst, dyspareunia and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: plaintiff fact sheet received. Events added from pfs- tumor / teratoma / cancer - type: cyst in uterus. Outcome of event dyspareunia were updated. Genital hemorrhage downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal trauma/pain'), genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)/blood clots were experienced along with hemorage/extreme bleeding and hemorrhage'), ovarian cyst ('cyst/cyst of 10.5 cm/large cysts and multiple surgeries for cyst removal') and abdominal operation ('abdominal surgeries') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2006, cesarean section in 2003, cesarean section in 2002, pap smear abnormal, pelvic pain, back pain, headache and migraine. Previously administered products included for an unreported indication: cephalexin, flagyl [metronidazole hcl], tramadol, pneumococcal polysaccharide and influenza. Past adverse reactions to the above products included hypersensitivity with cephalexin, flagyl [metronidazole hcl] and tramadol. Family history included cervix carcinoma, diabetes, hypoglycemia, osteoporosis and ovarian cancer. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and cardiac disorder ("heart disorder"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti") and underwent abdominal operation (seriousness criterion medically significant). The patient was treated with surgery (((B)(6) 2012)hysterectomy with unilateral salpingo-oopherectomy/cystoscopy and ovarian cystectomy, left side, partial left oophorectomy). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, back pain and urinary tract infection had resolved and the ovarian cyst, abdominal operation, dysmenorrhoea, dyspareunia, cardiac disorder and psychological trauma outcome was unknown. The reporter considered abdominal operation, abdominal pain, back pain, cardiac disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, ovarian cyst, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: as per mr: had left ovary and tube removed by doctor still has right ovary and tube would like to know if she still has the coil in tube on right side to doctor report found in media tab. She received treatment for bleeding- general abnormal bleeding, bladder/urinary problems: uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) conducted showed bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: ovarian cyst, dyspareunia and abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- new events added: pelvic pain, back pain, psych injury, abdominal surgeries, bladder/urinary problems: uti. Outcome of events bleeding, pain, bladder/urinary from unknown to recovered/resolved were updated. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/abdominal trauma/pain'), genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)/blood clots were experienced along with hemorage/extreme bleeding and hemorrhage') and ovarian cyst ('cyst/cyst of 10.5 cm/large cysts and multiple surgeries for cyst removal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2006, cesarean section in 2003, cesarean section in 2002, pap smear abnormal, pelvic pain, back pain, headache and migraine. Previously administered products included for an unreported indication: cephalexin, flagyl [metronidazole hcl], tramadol, pneumococcal polysaccharide and influenza. Past adverse reactions to the above products included hypersensitivity with cephalexin, flagyl [metronidazole hcl] and tramadol. Family history included cervix carcinoma, diabetes, hypoglycemia, osteoporosis and ovarian cancer. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and cardiac disorder ("heart disorder"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (((B)(6) 2012)hysterectomy with unilateral salpingo-oopherectomy/cystoscopy and ovarian cystectomy, left side, partial left oophorectomy). At the time of the report, the abdominal pain was resolving, the genital haemorrhage had resolved and the ovarian cyst, dysmenorrhoea, dyspareunia and cardiac disorder outcome was unknown. The reporter considered abdominal pain, cardiac disorder, dysmenorrhoea, dyspareunia, genital haemorrhage and ovarian cyst to be related to essure. The reporter commented: as per mr: had left ovary and tube removed by doctor still has right ovary and tube would like to know if she still has the coil in tube on right side to doctor report found in media tab. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: ovarian cyst, dyspareunia and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs and medical record received. Case became incident. Injury nos was replaced with new events: pain/abdominal trauma/pain, abnormal bleeding/ extreme bleedinhg and hemorrage/blood clots were experienced along with hemorage, cyst/cyst of 10.5 cm/large cysts and multiple surgeries for cyst removal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and heart disorder were added. Medical history, concomitant drug added, lab data was added. New reporters were added. Plaintiff's demographic details were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.